Event description:
No additional information was provided. Material#:47177e, batch#:22029199. It was reported by customer that the IV lines that seemed to be disconnected when we tried to prime them. Verbatim: here are the photos of the IV lines that seemed to be disconnected when we tried to prime them. Additional info from customer: so far there have been three IV lines that were affected. We saved the last one and it is currently in our milton office. The dates were: (B)(6) . There was no harm that came to any patients. The mailing address of the office where they are is: xxx,

Manufacturer narrative:
It was reported by customer that the IV lines that seemed to be disconnected when we tried to prime them. Two photos and one sample of material 47177e were submitted by the customer for quality evaluation. Inspection of the photos show that the drip chamber separated from the infusion set tubing. Investigation of the sample under magnification indicates that there is an insufficient amount of solvent on both the drip chamber outlet and the tubing that was connect to it. The lack of solvent can allow for the separation of tubing from the drip chamber to occur without much force. The customer complaint of separation was verified by inspection. A trend for the drip chamber separation issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project to examine how to further increase the robustness of the disposable device and prevent future occurrences of this type. As part of the action plan, changes to the solvent dispenser are in the process of being implemented. Customer complaint trends will also continue to be evaluated on a monthly basis. A device history record review for model 47177e lot number 22029199 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris smartsite gravity set separated. The following information was received by the initial reporter with the verbatim: here are the photos of the IV lines that seemed to be disconnected when we tried to prime them.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.